Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents noticed that the responses from the left side were not as good for the last several days. The patient fell a few weeks ago which left a bruise on the left side close to the implant site. Further checks have been required and re-implantation has been suggested.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The parents noticed that the responses from the left were not as good for the last several days. The patient fell a few weeks ago which left a bruise on the left side close to the implant site. The patient was still unable to hear with the audio processor.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device has been explanted, but has not been received for investigation yet.

Event description:
The parents noticed that the responses from the left side were not as good for the last several days. The patient fell a few weeks ago which left a bruise on the left side close to the implant site. The patient was re-implanted but despite requests, the device has not been made available for investigation.